Event description:
Complaint description received is as follows: during a pancreas biopsy procedure in an attempt to puncture for the fifth time, the physician experienced resistance in retraction and difficulty in advancement of the device and therefore decided to stop using the complaint device. The needle was able to be fully retracted before removing from the patient. It was then noticed that the needle was broken. There was no serious injury caused to the patient when this happened and the physician managed to finish the procedure with another product. According to the initial reporter, no adverse effects to the patient were reported to have occurred as a result of this incident and no section of the device remained inside the patient's body. From the information provided it is believed this complaint is related to a distal needle breakage. Clarification has been requested but no further information has been received to date. Should additional information stating otherwise be received at a later date, a follow up report will be submitted.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for 'distal needle breakages,' regardless of the patient outcome. This complaint is related to an echo-hd-19-c device of lot # c1027329. The echo-hd-19-c device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. A review of the manufacturing records for echo devices of lot # c1027329 did not reveal any discrepancies that could have contributed to this complaint issue. The complaint is considered confirmed based on the customer testimony. The complaint information reported that in an attempt of the fifth puncture; resistance was found in the retraction and the test was stopped immediately. The device was most likely damaged during a previous pass. The most likely cause of this complaint is that the needle kinked/bent during use. As the needle is advanced/retracted during the procedure it is possible that the kink/bend resulted in needle breakage. The complaint information also reported that the user had difficulty in advancement of the needle, gaining access to the targeted site and needle penetration of the targeted site was difficult. These conditions most likely contributed to the needle breakage. However, as the device was not returned and conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. The notes section of the instructions for that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and no section of the device remained inside the patient's body. The physician used another similar product. Quality engineering assessed the complaint and the risk has been determined to be category low. Complaints of this nature will continue to be monitored for potential emerging trends.